Event description:
It was reported that the patient was not getting effective therapy from their implantable neurostimulator (ins). It was noted that the patient was no longer responding to the stimulation at the current location of the leads. It was stated that a revision was performed on (B)(6), 2012 (manufacturer's device registry indicates a date of (B)(4), 2012) where new leads were implanted in a different location (pylorus) in an effort to get effective therapy. In addition, it was reported that when the patient had surgery a 5 inch incision was needed and the surgery was considered "major". It was noted by the reporter that the ins was helpful and were glad they had the device. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2012-(B)(6), product typ lead product ID 435135, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2012-(B)(6), product typ lead. (B)(4).

Event description:
Additional information received reported the patient was doing well until she went bungee jumping. It was noted the system appeared 'okay' but the patient's symptoms immediately got 'much worse.' It was also reported the patient tore her ileostomy and it needed to be revised. The patient's device system was explanted and replaced. The patient required hospitalization due to the event. It was noted the bungee jumping was what caused the patient's problems. It was reported the deceleration injury caused the system to not work for the patient but her healthcare professional (hcp) did not know the nature of the patient's problem.